Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws would not open after the first firing was completed with a gold cartridge. They attempted to use the manual override but it did not work; the jaws remained closed. They were able to get the device off the tissue with the jaws closed. No details were provided on the formation of the staples on the area where the device had been fired. It was reported that a regular echelon device was used to complete the procedure. There was no patient impact reported. No other details are known.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.